Event description:
Allegedly, patient was revised due to dissociation of liner and wear of acetabular component. Revision njr number: 4492014. Side:r. Primary asa: p2 - mild disease not incapacitating. Component not revised: conserve® femoral resurfacing head 46mm product ID: 38031046, lot #: 76363678.